Manufacturer narrative:
Medtronic received additional information that approximately 12 years 1 month post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a non medtronic valve for unknown reasons. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 2 months post implant of this bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for valve replacement is unknown. No additional adverse patient effects were reported.